Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately 70 months ago. The aortic neck was 24 mm in diameter and 20 mm long, was angulated 25 degrees, and had circumferential thrombus but mild calcification. At the time of migration, the aneurysm was 6.0 cm, and the neck was conical in shape, 26 mm in diameter, angulated 25 degrees with circumferential thrombus. It was reported that at the time of migration, CT showed that the stent graft had migrated 35 mm distally and manifested as a type I endoleak. The primary cause of the migration was disease progression, aortic neck dilatation, rapid aneurysm shrinkage, and neck thrombus. The secondary cause of the migration was reported as aneurysm expansion, and it was also noted that the aneurysm had ruptured. Approximately one month after identifying the migration and endoleak, the physician elected to intervene by implanting a talent thoracic and 2 aneurx aortic cuffs. However, either a transgraft or type I endoleak was present after the intervention. No additional clinical sequelae were reported, and the patient is fine but will be monitored.

Manufacturer narrative:
Evaluation codes, results: endoleak, migration. Conclusions: disease progression, aortic neck dilatation, rapid aneurysm shrinkage, and neck thrombus.